Event description:
The customer reported that the blower is broken. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Office contact information: (B)(4). The biomed confirmed the reported problem. The mc board was replaced and the device functioned per specifications, passing required testing. Device returned to clinical use.